Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 400 mg/dl. The customer had no symptoms. The customer states treated with insulin and was avoiding the carbs. Customer's current blood glucose value was 320 mg/dl. Customer's blood glucose value was 400 mg/dl at time of incident. Troubleshooting was performed. Customer stated that pump does not allege under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose there were no leaks or air bubbles. Customer reports basal rates are programmed accurately. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.